Event description:
It was reported that the patient had an inappropriate shock. Also, while the doctor was looking at a stored appropriate shock, he saw some undersensing and then some noise in the beginning of the event. The device had reached replacement time, and the doctor was concerned about early battery depletion. Technical services reviewed the device downloaded data and confirmed the battery was depleting normally. The doctor has scheduled a replacement procedure. There were no additional adverse patient effects. The system remains implanted.